Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient expired due to "chronic effects of (etoh) ethanol abuse".

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study, it was reported that the patient died. In (B)(6) 2013, the patient was diagnosed with myocardial infarction (mi), unstable angina and coronary angiography was performed. The target lesion was a de novo lesion, culprit lesion for st-elevation myocardial infarction (stemi) located in the mid left anterior descending (lad) artery with 100% stenosis and was 24mm long with a reference vessel diameter of 3.0mm. The target lesion was treated with pre-dilatation and placement of a 3.00x24mm promus element¿ plus drug-eluting stent. Following post-dilatation, residual stenosis was 0%. Two days later, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient expired.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient had office visit in (B)(6) 2015 with a cardiologist (who does not participate in (B)(6) study) and had no cardiac complaints; however, was still on concomitant medications listed for him. The cardiologist referred the patient for peripheral angiography and potential intervention which need to be performed for the peripheral vascular disease. Following peripheral angiography, there were no new health complaints. In (B)(6) 2015, the patient underwent angiogram along with balloon intervention in the out-patient department. There is no information regarding primary cause of patient's death and the patient was on hospice at the time of death.